Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/13/2021. H.6. Investigation: customer returned a total of ten 1.0ml syringes with no other forms of identification. Visual inspection of the syringes did not find any immediately observable defects. However, significant resistance was experienced when pulling on the plunger rods in 7 of the 10 returned samples. This resistance is above what would be reasonably anticipated for these syringes. While this was generally difficult to see visually, one of the syringes featured a warped, dragging section of the rubber stopper at the distal tip of the plunger rod. The high amount of force required to move the plunger rod would make using the syringe as intended more difficult. It is more likely that a user could injure themselves as a result of the higher resistance. A review of the device history record was completed for batch# 1018443. All inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Root cause cannot be determined.

Event description:
It was reported that 3 bd syringe 1.0ml 30ga 1/2in plungers were difficult to move. The following information was provided by the initial reporter : the consumer reported that 3 out of 10 syringes are almost unusable as the plunger will not move easily or even stuck in the barrel.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd syringe 1.0 ml 30 ga 1/2 in plungers were difficult to move. The following information was provided by the initial reporter : the consumer reported that 3 out of 10 syringes are almost unusable as the plunger will not move easily or even stuck in the barrel.